Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, the snare failed to deliver current and was unable to cut the target polyp. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found no anomalies; the loop and the cautery were noted to be in good condition. Functional analysis showed that the device passed the retroflex test, it extends and retracts within specification. Electrical resistance testing was performed and resistance measured at 6.7 ohms, within manufacturing specifications. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, the snare failed to deliver current and was unable to cut the target polyp. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.